Event description:
It was reported the pt has not used the scs system for a "period of time". The pt is unable to establish communication with the ipg using multiple external devices and she currently does not have stimulation. The pt will consult with the physician regarding this issue.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.